Event description:
The center technician reported a high ultrafiltration event to co. The event occurred while using a baxter model 550 hemodialysis machine. Baxter contacted the nurse/operator for details. The nurse stated 1 kg of fluid had been removed in about the one half hour of treatment. The instrument was programmed to remove. 1.3 kg in 4 hours. The nurse stated the pt's blood pressure dropped briefly, but there was no pt injury or medical intervention. The pt was moved to another instrument to complete the treatment. The rest of the treatment was uneventful.

Manufacturer narrative:
The nurse/opeator stated there had been no further issue with the pt. The instrument was not in a profiling mode, and she did not know of anything that could cause the higher than expect ultrafiltration rate. The center is self-service, has a baxter trained technician and did not request an evaluation from baxter. The technician had inspected the instrument and found no issue. He had called the baxter technical assistance center for troubleshooting assistance. Baxter technical assistance advised him to perform an ultrafiltration volume test. This was done several times and no issue was seen with the instrument.